Event description:
It was reported that a patient underwent a thermal ablation on (B)(6) 2011. During the procedure, the balloon started to leak. The physician initially filled the balloon to thirty cc&apos's and got a stable pressure of one hundred seventy mmhg. During the two minute heating phase, a small gradual pressure drop was noted and the physician added an additional five cc&apos's to the balloon. During the eight minute treatment phase, the pressure slowly dropped to one hundred thirty mmhg and fluid dripped out of the cervix. When the physician checked the balloon, she saw a small pinhole leak in the mid-balloon. A fluid deficit of ten to fifteen cc&apos's was noted. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. The catheter was found to have a hole in the balloon .